Event description:
It was reported that the monitor on the 9800 system would go blank and the kv would track too high during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended, and put back into service.